Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the ventilator alarm sounded, indicating a decrease in tidal volume. An examination of the patient revealed that airflow could be heard in the throat and that the cuff pressure of the tracheal tube was low. After the cuff of the tracheal tube was re-inflated, the cuff pressure dropped quickly. It was considered that the cuff of the tracheal tube had a leak, which affected the airway sealing and caused the tidal volume to drop. The patient was then given an oral airway tube reinserted with the assistance of a video laryngoscope and connected to a ventilator for assisted breathing. After treatment, the patient's spontaneous breathing and mechanical ventilation were synchronized.